Manufacturer narrative:
The referenced pump exchange on (B)(6) 2015 due to device thrombosis was reported under medwatch MFR report # 2916596-2015-02330. (B)(4). Approximate age of the device - 82 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and recently had a pump exchange on (B)(6) 2015 due to device thrombosis. On (B)(6) 2016, pump power spikes up to 11 watts were observed and the patient was readmitted for evaluation. It was reported that the patient's lactate dehydrogenase (ldh) level trended up into the 700 u/l range and stabilized in this range after the patient was started on a bivalirudin drip. A ramp study echocardiogram on (B)(6) 2016 showed that the pump was unable to decompress the left ventricle at a pump speed of 11,000 rpm, but the aortic valve was able to be closed as desired. A CT scan of the patient's chest and abdomen on (B)(6) 2016 with 3d reconstruction showed no evidence of clot in the inflow or outflow cannulae or misalignment of the device. The patient was kept in the hospital to continue on the bivalirudin drip and for monitoring due to the high concern for pump thrombosis. During admission, the patient reportedly suffered a cerebrovascular accident on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of increased pump parameters was confirmed based on information contained in the submitted system controller log file. However, a correlation between the device and the report of suspected thrombus, elevation in the patient¿s lactate dehydrogenase level and cerebral vascular accident could not be conclusively determined. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. H3 other text : placeholder.

Manufacturer narrative:
The referenced user facility medwatch report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from a user facility report stating: event desc: elderly male with history of ischemic cardiomyopathy status post destination therapy heartmate2 lvad complicated by pump thrombosis requiring exchange the next month. Other history includes cva, hypertension, and hyperlipidemia. He was readmitted two months after exchange with increasing ldh in the setting of a uti. He originally had findings consistent with pump thrombosis. His course has been complicated by a right sided ischemic stroke a month after readmission with residual left sided deficits. Additional information provided by the hospital: it was reported that the patient's family elected to withdraw support following the patient's cerebral vascular accident on (B)(6) 2016 and the patient expired on (B)(6) 2016.